Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported left capsular contracture baker grade unknown, "radial folds", and "recall was mentioned". Patient additionally reported left capsular contracture as baker grade iii/iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown", "radial folds", and " recall was mentioned". Device remains implanted.